Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml s/t w/ndl 27x1/2 rb plunger was difficult to move. The following information was provided by the initial reporter: material no: unknown , batch no: 0135774.   It was reported that plunger was lodged inside of the body of the syringe and customer was unable to pull it out, making the syringe not usable.